Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "pacer disabled" messages. Complaintant indicated that there was no patient involvement in the reported malfunction.